Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2218500; model: sc-2218-50; batch/ serial: (B)(6).

Event description:
It was reported that the patient experienced pain at the pocket site. The patient underwent an explant procedure where all device components were removed, and the explanted devices were not returned.